Manufacturer narrative:
The user facility did not disclose information regarding further action taken by hospital personnel in relation to the compromise of the sterile field. A steris service technician arrived onsite and observed that the area on the surgical light where the paint chip fell from was covered with tape. There was a note on the tape stating, "do not remove". The user facility had previously scheduled the light system to be replaced; therefore the technician did not perform a full inspection of the light. Following the reported event, a new lighting system was successfully installed as scheduled. The surgical light subject of the reported event was serviced and maintained by the user facility. Paint chipping can be indicative of improper cleaning methods performed by facility personnel. It is unknown what type of product the facility uses to clean their surgical lights.

Event description:
The user facility reported that during a procedure a paint chip fell from their surgical light onto the patient.